Event description:
Info received indicates the head up function is not working. The manual function will take the head up but it goes right back down.

Manufacturer narrative:
The account replaced the head up hydraulic valve to repair the bed.